Manufacturer narrative:
Product surveillance has assessed this report using the care comm device vigilance assessment document (B)(4) for arpc of code call - did not annunciate at primary location . As per the IFU 'the hospital should perform periodic testing and maintenance of the nurse call, especially code and emergency calls, to ensure the system is working properly. This should include any centralized call systems such as the central call display or code call annunciator panel.' For newly-installed rooms, verify with hospital administration that the patient room has been certified by baxter prior to room occupation by patients. This issue is solely the result of user error with no other product performance issue. User errors are not malfunctions. User errors are reported when required by the regulation - i.e., when they are associated with a reported death/serious injury or a malfunction that could result in a death/serious injury. If additional information becomes available, this report will be reassessed.

Event description:
A customer contacted technical service to report that nurse call installation code calls were not annunciating. There was no patient injury or death reported with this event.

Manufacturer narrative:
The investigation is ongoing,however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.